Event description:
The customer contacted stryker to report their device would not complete boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate. The system pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker's product access center further evaluated the system pcba and was unable to reproduce the reported issue.